Event description:
The customer reported that the AED is flashing red and will not power on. The customer did not report this event occurred during patient use.

Manufacturer narrative:
The customer reported that the AED is flashing red and will not power on. The maintenance frequency is monthly but the activities were not reported. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.